Event description:
It was reported that the foley catheter cannot be filled with water. It was during use in the department, it had occasionally been reported that the catheter balloon ruptures, mainly with the 123418c model. The department has been using it for many years and reports no issues with operation. This was the third incident with the same product occurring in the same hospital within a short period. Please investigate the root cause of the problem to avoid damaging the product¿s reputation within the department. The patient was exposed to bodily fluid and had delay in surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.